Event description:
Spouse reported customer passed away in car accident. Customer was wearing pump at time of accident. Spouse states it was late at night and they believe that patient fell asleep. Spouse states that patient was always compliant to pump therapy and spouse doesn't believe the device was a factor.